Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because it could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was able to take 1 spin, use it for navigation. When they tried to get another spin for navigation (to correct some screw placements) all statuses were green. The spine did not transfer to the navigation system. The tags was also missing in the mobile view station (mvs). Troubleshooting involved trying to transfer the image to the navigation system from the mvs but it was unsuccessful. The site continued to use the 1st spin to successfully complete the case. There was a 10 minute delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis; eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.